Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the clinician stated that during assessment of the patient on auscultation no pump sounds could be heard.

Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of the submitted log files confirmed communication fault alarms. A specific cause for the reported events could not conclusively be determined through this evaluation; however, the account communicated that these alarms cleared following a system controller exchange. It was reported that the patient had lvad communication faults. A system controller exchange was performed on 23dec2021 at 2:00:00. Following the controller exchange the communication alarms cleared and the pump returned to normal function. Prior to the controller exchange, a computer tomography angiography (cta) was performed which revealed no clots. The patient was discharged home on (B)(6) 2022. The submitted controller event logs revealed sudden com_a and com_b faults on 22dec2021 and subsequent loss of lvad comm alarms which were associated with actual pump speed, calculated flow, average pi, lvad temperature and lvad software version/build were displayed as 0 in the log file. Additionally, during the loss of lvad comm alarms pump power appeared elevated at 12.9-16 watts from a baseline of 4.6-4.9 watts. The system controller was exchanged on 23dec2021, and the pump restarted. Following the pump restart there were lvad internal faults due to circuit_over_temperature lvad fault flags due to the pump temperature being elevated ranging from 67-68 deg celsius. The lvad internal faults alarms cleared approximately 21 seconds after the pump restarted once pump temperature decreased down to 47 deg celsius. Excluding the loss of lvad comm events, the pump operated at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The system controller, serial number hsc-084592, was returned for evaluation and evaluated under (B)(4); however, there was no damage identified that would have contributed to the lvad communication faults. Heartmate 3 instructions for use, rev. C, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 1 ¿introduction¿ addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 patient handbook, rev. C, is currently available. Heartmate 3 lvas patient handbook, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 23aug2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a loss of left ventricular assist device (lvad) communication. Log file analysis revealed a communication fault on 22dec2021. Shortly after, a loss of lvad communication alarm was recorded. Meanwhile, log file data indicated that the lvad was still consuming power from it's power source. The green pump running led remained lit. Auscultation was performed and no pump sounds were heard indicating that the pump was off. It was additionally reported that all analyzed log file parameters including average flow, average pulsatility index (pi), and power values were all within expected range while connected to the controller. A computed tomography angiography (cta) was also performed without any evidence of thrombus. The patient was discharged on (B)(6) 2022. Related manufacturer's report number: 2916596-2021-07843.